Manufacturer narrative:
Date sent to the FDA: 06/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted extensive adhesions to the previous mesh. Adhesiolysis was performed for 60 minutes to take down all of the adhesions to the mesh and to free up all of the loops of bowel up into the hernia. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the previously placed mesh was removed from the preperitoneal space. It was reported that the patient experienced severe pain, extensive adhesions, inflammation, stress and anxiety. Other procedures are captured under separate files. No additional information was provided.